Event description:
Caller reported a cartridge alarm 30 issue with the pump. There was no adverse impact to the customer¿s blood glucose level. Customer had experienced consecutive cartridge alarms, and technical support confirmed to replace the pump. Although the pump was in warranty until july 20, 2026, and no backup therapy was available, the customer planned to consult a healthcare provider. Technical support provided instructions on storage mode and the process for returning the pump. A replacement pump was sent, and the caller was advised to return the defective pump within 10 days.